Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that the #3 softkey on the front panel was broken and would "not discharge." There was no report of patient involvement.